Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, there was no thread [suture] on the needle when the plunger of the second prostyle device was removed. The suture of a third prostyle device was successfully pre-placed; however, resistance was noted during removal of the prostyle device from the anatomy. The lever was lowered prior to removal of the third prostyle device but the foot would not retract. The lever was raised and lowered several times. The prostyle device was then pulled a little harder and was removed from artery. No vessel damage occurred. The device was removed as a single unit, with no device separations noted. During the removal of the third prostyle, the guide wire was unfortunately removed. The knots of the first and third pre-placed prostyle sutures were successfully advanced and hemostasis was achieved. As access to the artery was lost, the groin was surgically opened to perform the tavi procedure. The physician started as if from the beginning of the procedure but from the surgical access. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.